Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and without the return device to analyze, the cause of the reported incomplete coaptation is due to patient anatomy (thin/small pml). The cause of the reported image resolution poor is patient anatomy (rotated heart). There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3-4, a prolapsed anterior leaflet, a thin/small posterior mitral leaflet (pml), and a rotated heart. A mitraclip ntw was implanted without issue. A second mitraclip ntw was implanted, but following deployment, a single leaflet device attachment (slda) was observed. The clip had detached from the pml. It was noted there had been difficulty visualizing the clip during the procedure due to patient anatomy. The procedure was completed with two clips implanted. The mr was reduced to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.